Manufacturer narrative:
Based on examination and testing of the returned reservoir, the poppet mechanism was not straight. A group of partial striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. The information received indicated the reservoir had been implanted for over a year and assumed functional. With the unshod instrumentation marks noted on the inlet tube, quality is unable to determine if the poppet area was also inadvertently damaged during the explant procedure. Therefore, quality is unable to determine the reason for the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch device was implanted on (B)(6) 2020 and reservoir revised on (B)(6) 2021 due to the implant would not inflate all the way.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant would not inflate all the way. The reservoir was replaced.